Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead was found to be exhibiting an increase in pacing impedances. The daily threshold and impedance measurements were reviewed and found that the rv pacing impedances were high within normal limits (wnl). The physician suspected the rv lead to have fractured. A lead revision procedure was performed, the rv lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported. The rv lead is capped.